Manufacturer narrative:
The probable cause for the falsely elevated troponin I result was chrome imprecision caused by the hm mixers or wash pump cassettes. A siemens healthcare diagnostics field service representative was dispatched to the account and corrected the problem. The instrument is now performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated troponin I result was obtained on a patient sample. It is unknown if the result was reported to the physician. The sample was repeated and a negative result was obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.